Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with vancomycin (intraperitoneal, one gram bag, frequency and duration not reported) and meropenem injection (intraperitoneal, 250mg in each bag, three exchanges, frequency and duration not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.